Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 4.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip (visual and via scope) found no issues. It was noted that the device was used past the expiration date. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07oct2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient's status was good. However, returned device analysis revealed stent damage.